Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, the pt mentioned, during an education call, he was in the hospital last week due to food poisoning. He stated he had elevated blood glucose readings up to "hi" and his doctor advised him he was "minutes away from dka". He said that on (B) (6) 2010, he thought he had a stomach virus and was ill for 2 days. He had elevated readings ranging from the 400's mg/dl to "hi". He said he realized it was food poisoning and went to the hospital on (B) (6) 5/2010. His blood glucose on admittance was 450 mg/dl and he was in the ICU for 2 days. He said he was disconnected from his insulin infusion device and was treated with an insulin drip. He was released on (B) (6) 2010 when his readings returned to the 200's mg/dl. He stated he reconnected to his infusion device and is currently feeling fine. No product will be returned for evaluation.